Event description:
It was reported that the left ventricular lead had high thresholds. The lead was explanted. During the attempted implant of a new left ventricular lead, the lead could not be implanted due to very tortuous anatomy that prevented the physician from reaching the target vessel. The device was explanted and replaced at the time of lead replacement. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed). (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.